Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, one of the tests was found to be over the manufacturing specifications. Therefore, service recommended that the pump's expulsor to be trimmed to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device failed dosage delivery test. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.